Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false bradycardia and pause episodes due to undersensing loss of contact and small r-waves. It was noted that the patient was a "twiddler and messes with the device". The device remains in use. No further patient complications have been reported as a result of this event.